Manufacturer narrative:
This report is submitted on november 23, 2023.

Event description:
Per the clinic, the patient experienced tissue degradation at the magnet site. Subsequently, the patient underwent a skin revision procedure to clean and debrided the site (date not reported) and was treated with antibiotics (type,specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.the implanted device remains.